Manufacturer narrative:
Article citation: resistant pericardial tamponade, circulation - journal of the american heart association, volume 123, issue 5; february 8, 2011 (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via journal article that during a balloon aortic valvuloplasty procedure, guide wire positioning difficulties and patient complications occurred. The patient presented with critical aortic stenosis and preserved left ventricular (lv) systolic function (ejection fraction 50%) and was admitted with pulmonary edema. The patient stabilized with medical therapy and a decision was made to perform balloon aortic valvuloplasty as a bridge to potential transcatheter aortic valve implantation. Initially, a temporary pacemaker was inserted from the right femoral vein to the right ventricle to allow rapid pacing during aortic valvuloplasty. The heavily calcified aortic valve was crossed with a non-bsc left 1 6f catheter and a 0.035" amplatz super stiff guide wire. Difficulties were experienced gaining a stable wire position at the lv apex with the guide wire. The patient complained of chest pain, with rapid hemodynamic deterioration, and a clinical diagnosis of pericardial tamponade was confirmed with transthoracic echocardiography. Color doppler imaging showed a perforation from the lateral wall of the lv into the pericardial space. A pericardial drain was inserted, and approximately 600ml of fresh blood was aspirated, with immediate normalization of blood pressure and clinical status. Balloon aortic valvuloplasty was undertaken with another manufacturers' 20mm balloon catheter under rapid ventricular pacing with good results (peak gradient reduced from 125 to 64 mm hg). Echocardiography showed persistent pericardial effusion despite continued drainage and reversal of heparin. Under adrenaline support and volume replacement, a second drain was positioned posteriorly, which enabled aspiration of a further 300ml of blood. Further transient improvement was achieved when the drain was replaced with a 12f sheath, but further aspiration ultimately proved impossible. Update echocardiography demonstrated evidence of accumulated thrombotic material in the pericardial space and it was agreed to perform immediate emergency thoracotomy. Large amounts of thrombotic material were retrieved from the pericardial space, and a small defect in the lateral lv wall was identified and sutured. The patient recovered well and was discharged 10 days later.